Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The distal portion of the driveline, the sealed inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, the outflow graft bend relief, and the bend relief collar were not returned. Visual examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed two small, white, non-adhered depositions on the rotor¿s blades. A similar deposition was found in the outlet stator (proximal). Lack of concentric layering and denaturation indicates that these depositions did not initially form in the pump. The origin of these depositions as well as duration of time for which they were present in the pump cannot be conclusively determined. If present in the pump for an extended amount of time, the depositions could have created additional resistance on the spinning rotor, potentially contributing to the elevations in pump power that were confirmed through the evaluation of the system controller log file. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the lvad produced elevated estimated flow values. It was reported that the patient could "feel the pump" at the times of elevated flow estimation. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed the elevated readings. Clinical data was collected by the implanting center for further assessment; however, the results were not provided. The patient was treated with a heparin infusion. A ramp echocardiogram study was performed on an unspecified date, and it was reported that the echocardiogram was positive for ¿pump dysfunction¿. On 01/17/2017, it was reported that the elevations in pump power and system estimated flow had resolved. The patient was listed for heart transplantation. No additional information was provided.

Manufacturer narrative:
Corrected information. It was initially reported that the patient was listed for transplant and that the device would not be returning. Subsequently, a pump exchange was performed and the lvad will be returned for evaluation. The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that on (B)(6) 2017 the patient had a pump exchange for suspected pump thrombosis. The physician reported seeing thrombus within the pump during the exchange procedure.